Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with peritoneal dialysis therapy. The bacterial peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown, but was reported to possibly be due to an unspecified malfunction of the minicap. As there was no noted or visualized defect with any of the minicap(s) used; the cause of the bacterial peritonitis is assessed as unknown. On unreported date(s), the patient was treated with cefazolin (route, dosage, frequency, and duration not reported), cefepime (route, dosage, frequency, and duration not reported), and another unknown antibiotic (route, medication, dosage, frequency, and duration not reported) for the bacterial peritonitis event. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Three days after the initial receipt of this report, the patient was readmitted to the hospital for ongoing bacterial peritonitis. On an unreported date; peritoneal dialysis therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was placed on hemodialysis therapy. It was unknown if the care plan included the patient returning to peritoneal dialysis therapy, but at the time of this report, hemodialysis therapy was ongoing. It was unknown if the patient was recovered or was recovering from the bacterial peritonitis. No additional information is available.